Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed fracture of the right S1 and right L4 lead. Additionally, the patient experienced pain at the IPG site "[Related Manufacturer Reference Number: 1627487-2026-09201]". As a result, surgical intervention was undertaken wherein the entire right sided system was explanted and the right S1 lead was replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.